Event description:
The user facility reported that anxiety was felt with po2 value just after the capiox custom pack pump was on. Increasing fio2 and o2 flow rate did not make the po2 increase much. There was no problem with the pressure level. There was no patient injury or medical/surgical intervention required. The procedure outcome was not reported. The final patient impact was not harmed.

Manufacturer narrative:
Patient identifier: requested, unknown. Date of birth & age: requested, unknown. Patient sex: requested, unknown. Weight: requested, unknown. Ethnicity: requested, unknown. Race: requested, unknown. UDI: n/a as this product code is not exported to the us market. Implanted date: requested, not provided. Explanted date: requested, not provided. Initial reporter occupation: clinical engineer. PMA/510(k) - k130520. The actual sample was not returned to ashitala factory. Visual inspection of the actual sample upon receipt found no anomaly such as a breakage. The actual sample, after cleaned and dried, was tested for the o2 transfer and co2 removal performance in accordance with the product inspection protocol. No anomalies were observed, and the obtained values met the factory's control criteria. [Blood conditions] hb: 12g/dl, temp.: 37°c., ph: 7.4, svo2: 65%, pvco2: 45mmhg [circulation conditions] blood flow rate: 5l/min and 3l/min, v/q:1, fio2: 100% [o2 transfer volume] @5l/min: 308 ml/min., @3l/min: 205 ml/min [co2 removal volume] @5l/min: 240 ml/min., @3l/min: 167 ml/min review of the manufacturing record and shipping inspection record of the actual sample found no anomaly in them. A search of the past complaint file found no similar report on the involved product code/lot number. Confirmation of the pump record found that circulation conditions at the start of extracorporeal circulation were blood flow: 1.115 l/min, gas flow: 0.7 l/min, and fio2: 0.5. Then, by the time when po2 decreased, fio2 was found to have been lowered down to 0.35. From the time when po2 decreased, the gas flow rate and fio2 were gradually increased, and after the fio2 was increased to 0.7, po2 was found to be on the increasing trend. The investigation result showed that the gas exchange performance of the actual sample after cleaned met the factory's control criteria, and no anomaly was found in the manufacturing records. As for the cause of this incident, it was considered possible that the following factors were combined. However, no anomaly was found in the actual sample after cleaned and the cause of occurrence could not be clarified. With the fio2 level during use, the amount of oxygen supplied was insufficient for the patient's metabolism. The gas flow rate was insufficient for the blood flow rate. Relevant instructions for use (IFU) reference: "start gas supply with v/q=1, and fio2=100%, then make adjustments based on blood gas measurements." "Measure blood gases and make necessary adjustments as follows." "A. Control pao2 by changing concentration of oxygen in ventilating gas using gas blender. -to decrease pao2, decrease[?]fio2. -to increase pao2, increase fio2. B. Control paco2 by changing the total gas flow. -to decrease paco2, increase total gas flow. -to increase paco2, decrease total gas flow." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.